Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Log files were submitted and reviewed, and the event log displayed multiple strings of low flow alarms where the low flow estimator dropped below 2.5 liters per minute (lpm) beginning (B)(6) 2024 7:20 am ¿ 2:30 pm. The low flows sustained 1.8 lpm ¿ 0.1 lpm trending downward. The low flow alarms displayed in the event log are likely related to an occlusion, a thrombus, or a potential outflow graft obstruction/twist as the pump was seeing a reduction in blood volume. It appeared the patient was sleeping on battery power which is not recommended. The patient was tachypneic, diaphoretic, and weak, and was initiated on milrinone, which improved these symptoms. The patient went for explant/reimplant of the hm3 lvad on (B)(6) 2024. The patient was then placed on right ventricular assist device support utilizing protek and received multiple blood products.

Event description:
Additional information provided that the date of admission and discharge was (B)(6) 2024. The patient is on cefadroxil for infection suppression as of (B)(6) 2025. Next appointment (B)(6) 2025. The reception of multiple blood products was due to pump exchange surgery.the patient's international normalized ratio (inr) was supratherapeutic. (Correction)

Manufacturer narrative:
H1 - type of reportable event: correction. Manufacturer¿s investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed a thrombus formation in the outflow graft. A direct correlation between the device and the reported infection could not be conclusively established through this evaluation. The customer reported that the patient was in their usual state of health before they started noticing increasing symptoms of fatigue and feeling unwell. The patient had a fever and onset of persistent low flow alarms. Upon admission, the patient was tachypneic, diaphoretic, weak, and noted signs of hypoperfusion. Blood cultures were positive for staphylococcus aureus. The site preformed an echocardiogram, computed tomography (CT) chest, computed tomography angiography (cta) chest, and lab work. The patient was medically treated and transferred to osf saint francis for a pump exchange due to suspected pump thrombosis. The customer communicated that exchanging the pump resolved the low flow alarms. (B)(6) was returned with the pump cable severed approximately 10¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 2¿ of the sealed outflow graft was returned attached to the pump cover outlet port. The outflow graft bend relief was not returned. The apical cuff was not returned. Examination of the outflow graft from the proximal end noted a thrombus in the outflow graft lumen. The thrombus was gelatinous, red, and well-adhered. A specific origin and length of time that the thrombus was within the outflow graft could not be conclusively determined through this evaluation; however, the retrieved and submitted log files confirmed the reported decrease in flow prior to the pump exchange. Upon disassembly of (B)(6), a thin biological layer was observed within the inflow cannula. Further examination of the remaining blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted log files and the retrieved left ventricular assist device (lvad) log files showed the pump operating as expected until 15sep2024, when flow acutely decreased to nearly zero. The flow remained at this level until the reported pump exchange on 16sep2024. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU),rev. C, and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including infection and pump thrombosis. Section 1 of the IFU also addresses all pump parameters, including pump flow. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also outlines situations, such as changes in patient condition, that can result in low flow. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late post-implant complication. Additionally, this section outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. Section 6 also lists infection as a potential late postimplant complication. Both the IFU and patient handbook provide care instructions in regard to preventing infection. The IFU also provides suggested responses in the event of infection. The heartmate 3 lvas surgical hand tools are shipped with heartmate 3 lvas surgical hand tools instructions for use (rev. A). The general information section explains that the heartmate 3 unlock tool is an optional tool that can be used to open the slide lock mechanism. The using the unlock tool section provides steps to follow to open the slide lock. It was noted during the investigation that one arm of the cuff lock appeared to be slightly bent and that visual examination of the returned portion of the pump cable revealed superficial damage, likely from explant, at approximately 5.5" from the pump header. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 and h6 updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Log files were submitted and reviewed, and the event log displayed multiple strings of low flow alarms where the low flow estimator dropped below 2.5 liters per minute (lpm) beginning 15sep2024 7:20 am ¿ 2:30 pm. The low flows sustained 1.8 lpm ¿ 0.1 lpm trending downward. The low flow alarms displayed in the event log are likely related to an occlusion, a thrombus, or a potential outflow graft obstruction/twist as the pump was seeing a reduction in blood volume. The patient had an echocardiogram, computed tomography (CT) chest, computed tomography angiography (cta) chest, and lab work done. These tests revealed no opacification in the majority of the left ventricular assist device outflow cannula, which raised concern for thrombus and device malfunction. The patient was tachypneic, diaphoretic, weak, and noted signs of hypoperfusion. The patient was given a bolus of heparin and was initiated on milrinone, which improved these symptoms. The patient's international normalized ratio (inr) was subtherapeutic. In the patient¿s first labs in the unit, their lactic was 2.6, troponin was less than 0.01, haptoglobin was 411, white blood cell count (wbc) was 11.6, hemoglobin was 13, brain natriuretic peptide (bnp) was 144, international normalised ratio (inr) was 6.9, d dimer was 2.18, fibrin monomler was negative, fibrinogen was 643, direct antiglobulin test was negative, lactate dehydrogenase (ldh) was 262, creatinine was 1.19, and lipase was 67. The patient went for explant/reimplant of the hm3 lvad on (B)(6) 2024 due to thrombosis. The patient was then placed on right ventricular assist device support utilizing protek and received multiple blood products. It appeared the patient was sleeping on battery power which is not recommended. Additional information confirmed that the pump exchange resolved the low flow alarms.